Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The electrical resistance of the inspiratory and expiratory heater wire was tested using a multimeter. Results: the electrical resistance of the inspiratory heater wire was found to be open circuit due to the heater wire having insufficient connection with the heater wire pin. No other complaints of this nature have been received for this product. Conclusion: the electrical resistance of the heater wire was found to be outside the specification due to a break in the connection between the heater wire and heater wire pin inside the overmoulded plug. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became faulty post production. (B)(4).

Event description:
A hospital in (B)(6) reported that an rt240 breathing circuit caused an mr850 humidifier to alarm and that when the circuit was switched out, the humidifier no longer alarmed. No patient consequence was reported.